Event description:
The customer stated that the insulin pump alarmed motor error during normal use. Unable to troubleshoot due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error and failed the displacement test due to an out of phase motor encoder signal.